Manufacturer narrative:
Correction: incorrect lead was mentioned; it should be the right ventricular lead not left ventricular. Also, related manufacturer report number was included.

Event description:
Related manufacturer report number: 2938836-2019-17540.

Manufacturer narrative:
The reported event of noise was confirmed however the event of lead fracture was not confirmed. The complete lead was returned in two pieces for analysis. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 9.8 - 9.9 cm from the connector pin consistent with lead friction to the device can. Two more external insulation abrasions breaching the outer insulation and exposing the outer coil was noted at 34.7 - 35.3 cm and 36.0 - 36.5 cm from the connector pin consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the noise was noted on the left ventricular(lv) lead. Lead fracture was suspected. The lead was explanted. The patient was stable.